Event description:
It was reported that the customer miscalculated the carbohydrates for a bolus and the customer's blood glucose (bg) level subsequently decreased; however, no bg value was provided. The customer's ex-wife provided assistance by contacting 911 as the customer had lost consciousness. Reportedly, the customer was admitted to the emergency room (ER) and an emergency medical technician (emt) administered a sugar shot and intravenous fluids to treat the low bg. The customer was released with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.